Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery tube. Insulin pump had moisture damage on electronic and motor assembly. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, unexpected restart test and all the operating current test due to blank display. Insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer's father reported via phone call that the device had a blank display. Customer's father changed the battery and customer's blood glucose dropped to 44 mg/dl. There was a crack in the battery compartment. During troubleshooting, device passed the self test, display did return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.